Manufacturer narrative:
On (B)(6) 2025, bwi received additional information indicating that while a cardiac tamponade did occur, a perforation was not confirmed since a thoracotomy was not performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
During premature ventricular contraction ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter, the patient experienced pericardial effusion/cardiac tamponade treated with drainage. During the ablation in the rvot (right ventricular outflow tract), a steam pop occurred, followed by the occurrence of the cardiac tamponade. Vasopressor was immediately administered, and pericardial drainage was performed. After the patient¿s circulatory dynamics were stabilized, the patient left the catheterization room and was observed in ICU. Atrial septal puncture was performed with rf (radiofrequency) needle. Ablation was performed before cardiac tamponade was confirmed. Steam pop was confirmed. Irrigation catheter¿s flow rate setting was 40w, 15ml/min. The physician assessment of the health problem was non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product was that cardiac perforation might have occurred when the steam pop occurred during the ablation in the rvot (right ventricular outflow tract). Extended hospitalization was noted. The cf (contact force) monitoring methods used were real time graph, dashboard, vector, and visitag. The coloring setting for visitag was tag index. Additional filter for visitag used was fot (force over time). No abnormalities were observed prior/during use of the product. The complaint product(s) will not be returned for analysis. The procedure was premature ventricular contraction. The outcome of the adverse event was improved. The energy delivered was rf. Prior to noting the pe (pericardial effusion) or CT (cardiac tamponade) ablation was performed. The patient did not require cardiac surgery. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31620945l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-nov-2025, bwi received additional information regarding the event. The procedural act (activated clotting time) was 350 seconds over the several times the sheath and the catheters were exchanged. One transseptal puncture site was performed during the procedure. The number of performed ablations was 25 ablations. No ablations were performed within the pulmonary veins. 25 ablations were performed outside the pulmonary veins/on rvot (right ventricular outflow tract). The correct catheter settings were selected on the generator. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).